Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient is alleging injury to right knee as a result of shapematch cutting guides. Patient is further alleging that revision surgery will be required to the right knee. Use of a shapematch has been confirmed.

Manufacturer narrative:
An event regarding an alleged injury to a patient's right knee involving shapematch cutting guides was reported. The event was not confirmed. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: not performed as a device specific failure mode was not identified. Conclusion: review of the event description indicates that the patient is alleging right knee injury as a result of shapematch cutting guides. However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is alleging injury to right knee as a result of shapematch cutting guides. Patient is further alleging that revision surgery will be required to the right knee. Use of a shapematch has been confirmed per the attached.